Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site was using dbs leads 3389-28 for the procedure.

Manufacturer narrative:
Patient information was not made available from the site. Image quality was found to be too poor to be used for dbs lead placement. Testing found that rad/gain calibration was required and resolved the issue. On 02/04/2016, recommendations were made, in writing, regarding improvements to the surgeon's registration technique for deep brain stimulation (dbs) procedures. On 02/18/2016, a medtronic representative performed an imaging system check-out, mechanical, cable grade and system inspection tests passed. Imaging modalities test failed 3d. Ring artifacts were visible, when performing a 3d enh scan with water phantom in the iso center. On 02/26/2016, a medtronic representative, following-up at the site, reported that due to the image quality, the surgeon was using the pre-op computed tomography (CT) to perform the surgery and frame registration. The leads were placed correctly. Patient is well. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, a ring artifact was alleged to be in the cranial picture. The surgeon discontinued the use of the imaging system. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.